Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found an intermittent / flickering image. Additional findings include the following: the device failed the leak test, the plastic distal end cover insulation was not to specification reading at 0 megaohm, the bending section cover had a hole / cut, the bending section cover adhesive was peeled, the bending section failed the electrical continuity reading, the charged coupled device shrink tube was cut, and the insertion tube had a bite / dent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an error message on the screen when plugged into the tower, changed towers and the same message appeared. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: intermittent / flickering image. There was no procedural involvement and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.  A review of device history record and historical complaint analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion section had physical stress while the user was handling the subject device. As a result, the image sensor unit had abnormality, image flickered. The event can be prevented by following the instructions for use which state: ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.